Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 460 mg/dl, which was corrected with a shot by healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, two small air bubbles were found in infusion tube. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. Caller was advised to follow up with healthcare professional regarding high blood glucose.